Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.2 did not register when closed. The field service engineer (fse) found that the latch sensor was misaligned. The latch sensor was removed and reinserted to ensure proper alignment. The drawer function was then tested using hardware test application (hta) and passed successfully. The customer confirmed that the unit has been functioning properly with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2 would not close all the way and failed frequently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.